Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that receiver was exposed to water damage. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.